Manufacturer narrative:
Device evaluation summary: device evaluation belt (B)(4) has been completed. During testing, the electrode belt failed during incoming pulse testing. The cause of the failure is a defective esd700. Pins 2, 3, and 5 were found to be out of tolerance. The root cause for the out of tolerance pins cannot be positively identified. No adverse event resulted from the defective component. The patient did not require a replacement electrode belt.

Event description:
During servicing of a (B)(6) male patient's electrode belt which was returned for an unrelated issue, a reportable problem was found. The electrode belt failed incoming testing. The patient did not require a replacement electrode belt.